Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that for the last four days the insulin pump had alarmed a power error detected. The alarm also had occurred 4 times within the day of the call. They had tried replacing the batteries but it would not help. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were given a series of steps to perform after the call ends to resolve the issue. They were advised to monitor the insulin pump and call back if the error recurs. The device will not be returned for analysis.